Event description:
It was reported that the pulse generator exhibited a capture threshold anomaly. On (B)(6) the pulse generator exhibited loss of capture and the patient had a heart rate of 100 beats per minute. The device was explanted.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited a slew rate which caused a loss of capture and led to a high capture threshold. After a power on reset was performed, normal device function resumed. The root cause of the anomaly could not be determined despite extensive testing.